Manufacturer narrative:
(B)(4) (recurrence, intestinal blockage). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent incarcerated hernia repair with mesh. The patient experienced infection, chronic pain, hernia recurrence, intestinal blockage.